Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73d1800095 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopy-assisted cholecystectomy, a clip loaded into the jaws got broken in two when the user closed the handle to ligate. It was replaced with a new kit. Fallen pieces of the clip were all retrieved.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. A half of a loose clip broken at the hinge was also returned. The cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge contained the other half of the clip with the pierced bosses. There were no intact clips remaining in the cartridge. R & d was consulted , and it could not be determined exactly how or what caused the clip to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clip broke during ligation" was confirmed based upon the sample received. The cartridge and a half of a loose clip broken at the hinge was returned. The cartridge contained the other half of the clip with the pierced bosses. There were no intact clips remaining. R & d was consulted , and it could not be determined exactly how or what caused the clip to break in half at the hinge. Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that during laparoscopy-assisted cholecystectomy, a clip loaded into the jaws got broken in two when the user closed the handle to ligate. It was replaced with a new kit. Fallen pieces of the clip were all retrieved.